Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA:(B)(6) 2024 h6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, one winding former with five needle-suture combinations and three used needles that pertain to product code y864g. This product code is a control release and requires eight strands per packet. During visual inspection of the returned needle sutures, the swage and attachment area were noted to be as expected. The needles were examined, and no anomalies or defects were observed during the evaluation. In addition, a suture was measured in the federal gauge, and the results met the requirements. In addition, the sutures of the used needle were not returned for evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the surgeon felt the suture was thicker than usual upon use, so the surgeon stopped using the product. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: related events reported via 2210968-2024-00940.